Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown tm cup, lot #unk. Catalog #unk, unknown liner, lot # unk. The devices were not returned for review, therefore their conditions cannot be described. The devices history review could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that neuropraxias was found in one patient resulting in permanent weakness of the proximal hip flexor muscle group.